Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is (B)(6) 2020. (B)(4). Device evaluation: the product was discarded; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2020. It was later explanted on (B)(6) 2020 due to blurry vision. The patient visual acuity (va) pre-op was 20/40-2 and (va) post-op is 20/40. There was no additional surgical intervention required. The customer also indicated that the lens had been discarded. No additional information was provided.